Event description:
The patient had been hospitalized for psychological problems in the last few months. The family was concerned the patient's deep brain stimulation system may be causing some of the problems. Current impedance measurements were normal. All therapy impedances and current measurements were in the normal range and consistent with the last few visits at the clinician's office. Counters had been checked and it did not appear that the devices had been affected by emi. The battery voltage of the devices was also appropriate; 3.72 on the right and 3.74 on the left. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report # 3004209178200806241.